Event description:
It was reported that right ventricular lead and the right atrial lead had decreasing impedance over the last few years and now the impedance is low. The leads were left in the patient (the patient had an abdominal implant) and a new device and leads were implanted in the left pectoral region. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.